Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and feeling sick. Customer¿s blood glucose level was up to 600 mg/dl and treated with the insulin pump and changed the set. Insulin pump had insulin flow blocked alarm and customer¿s blood glucose level was 597 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Cannula was bent. The insulin pump will not be returned for analysis.